Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 156 mg/dl. The no delivery alarm was resolved by a complete set change. The device was not exposed to a magnetic field and the customer was able to rewind. The mother stated that they have to rewind and fill the reservoir to keep it full because the alarms occur when the reservoir gets halfway down. The device will be returned for analysis.